Event description:
The customer reported an issue with their pump's touchscreen, which was unresponsive and prevented interaction. Customer's blood glucose was 378 mg/dl. The customer contacted technical support and was provided with information to perform a pump reset. After resetting, the touchscreen became responsive again, resolving the issue.